Event description:
It was reported that the patient¿s therapy and device had not worked since he had the pain implant done. The patient intended to call his health care provider (hcp) and ask about how long the device was good for. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v387365, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).